Event description:
Information was received indicating that the lower cuff to a smiths medical portex® bivona® adult tts¿ tracheostomy tube was observed to not inflate. There were no reported adverse effects.